Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and a partial display. The customer stated that the escape and act buttons stopped working. The customer¿s blood glucose level was unknown. They were unable to verify if the insulin pump¿s time advanced. The customer stated the keypad issues started on (B)(6) 2016 and had progressively gotten worse. The customer also reported that the boluses were not calculating. Their bolus issues began on (B)(6) 2017. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm bolus anomaly and unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and displacement accuracy test due to buttons unresponsive. Pump received with missing segments/partial display due to bleeding lcd glass. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.